Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A surgical technician reported at the start of the sculpt mode, there was an immediate occlusion signal and no aspiration during a cataract procedure. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected.

Manufacturer narrative:
This is the first complaint reported for this finished goods lot. A review of the device history indicates the order was built to specification. The returned used cassette was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. (B)(4).